Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the gauze took up more space then the blue material caused the purewick female external catheter to have issues. Per additional information from cardinal health, it was reported that the gauze was too wide and was making the wick unusable and hard to use. Per additional information received via sample form on 29mar2022, customer stated that they found blood, abrasions in both labia and the edge of the blue jacket was smooth or no edge. Leaked urine and the blue jacket did not seem to be in labia and air leaked where the tube enters the catheter. The doctor prescribed ointment.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable ". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." "Not recommended for patients who are: experiencing skin irritation or breakdown at the site". "Assess device placement and patient¿s skin at least every 2 hours". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the gauze took up more space then the blue material caused the purewick female external catheter to have issues. Per additional information from cardinal health, it was reported that the gauze was too wide and was making the wick unusable and hard to use. Per additional information received via sample form on (B)(6)2022, customer stated that they found blood, abrasions in both labia and the edge of the blue jacket was smooth or no edge. Leaked urine and the blue jacket did not seem to be in labia and air leaked where the tube enters the catheter. The doctor prescribed ointment.